Manufacturer narrative:
Diopter: -15.50. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 -15.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. Low vault was observed, the lens was explanted and exchanged for a longer lens with a similar diopter size on (B)(6) 2014. This resolved the problem. Patient's last visit on (B)(6) 2015, ucva was 20/20.